Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the patient reported an abscess opened on the vulva and released suture into the bath water. The patient has experienced dissolving suture issues, wound healing issues and chronic pelvic pain. Additional information has been requested.